Event description:
The report we received from a journal article, a patient presented with a 26% left ventricle ejection fraction (lvef). An unidentified cypher stent was deployed in an unprotected left main coronary artery distal lesion using the cross-over technique. On 1162 days after the procedure, the patient died. The event was adjudicated as a possible stent thrombosis due to the absence of an autopsy or control angiography. The patient was not on dual antiplatelet therapy at the time of the event.

Manufacturer narrative:
The event was reported in the 2008 online edition of the other country's heart journal in "late and very late stent thrombosis following stent implantation in unprotected left main coronary artery: a multicentre registry". The study sites included one site in the us, six in another countries. The product is a cypher sirolimus-eluting coronary stent not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. According to a literature review, a patient died 1162 days after having a coronary artery stent implanted. The review focused on a multicenter registry in which patient's were followed after having a stent implanted in an unprotected left main artery. This particular patient had an lvef of 26%. An unidentified cypher stent was implanted in a distal lesion of the left main artery using crossover technique. No other information about the patient is available. On 1162 days after the procedure, the patient died. The event was adjudicated as possible stent thrombosis due to the lack of an autopsy and angiographic controls. Death is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. With the limited amount of information contained in the literature review, it is not possible to determine exactly what factors may have contributed to the reported event.